Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder device fell off during use for a 21g eclipse needle. This has occurred 8 times. The following information was provided by the initial reporter: customer reports that safety device fell off during use for a 21g eclipse needle. 8 reported times with the eclipse safety device.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder device fell off during use for a 21g eclipse needle. This has occurred 8 times. The following information was provided by the initial reporter: customer reports that safety device fell off during use for a 21g eclipse needle. 8 reported times with the eclipse safety device.